Event description:
The following was reported: it is alleged that the surgeon attempted to lock off one of the set screws with the torque screw driver but was unable to move the indicator to show that the screw had been tightened to a suitable degree. When force was applied the hex end snapped. The broken piece of driver was stuck in the set screw and could not be removed. It was therefore left in the patient. The surgeon was confident it would not result in harm. It was also reported that the time of surgery was extended by 0-15 minutes.

Manufacturer narrative:
The MFR did not receive explanted devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/ or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).